Manufacturer narrative:
(B)(4). The cassette was not returned and a device analysis could not be completed. However, it was reported that the patient connected prior to the line being properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) connected to the patient line of a cassette on the homechoice (hc) device prior to it being properly primed. The patient connected prior to priming the set and remained connected during the priming process. The technical service representative (tsr) reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.